Event description:
"Skipping and jumping". On (B)(6) 2014 additional information was received in direct conversation with the surgical tech who said the surgeon loaded the blade to take a graft from the patient's right thigh. The dermatome 'took a piece of the thigh and destroyed the graft'. A second graft was obtained from the patient left thigh. No sutures or staples were used. The blade was a padgett dermatome blade.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.